Event description:
Velcro straps on collar came loose x 2 for pt. Pt developed increased pain. Collar j removed and another collar applied. Two collars were tried. Both velcro straps opened spontaneously. Lot to be recalled by MFR.